Event description:
The customer stated that she was replacing the vent needle on the on the cd4000 analyzer. The access flap was very stiff and while trying to open it she scraped her knuckle. No info was provided regarding treatment. Add'l info has been requested.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.